Event description:
The patient reported that about 6-7 days ago, the v-go 20 the needle button popped out prior to the completion of the 24 hour period.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #051189-4 was inspected, and the needle mechanrsm functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.